Event description:
Caller reports being unable to test customer's blood glucose on the compact plus system due to an error within the device's specifications, while he was having low blood glucose symptoms. Caller poured coke down the customer's throat, and he was able to continue treatment on his own 15 minutes later. Customer's symptoms improved. Replacement was sent.